Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that on (B)(6) 2026, the patient underwent an orif surgery for femoral shaft fracture with trochanteric fracture on femur. The patient was a woman in her 40s with a well-built build and good bone quality. In the surgery, when inserting a lag screw into the femoral head, the initial 3.2mm guide wire failed to center the head. After several attempts, the lag screw was inserted to the correct location. However, the lateral view revealed that the guide pin had been inserted above the nail, and the lag screw was inserted without noticing. A postoperative x-ray revealed that the lag screw had been inserted in front of the nail. The device was quickly reattached and the procedure was repeated from the beginning, resulting in successful insertion. The surgery was completed successfully with no surgical delay. The surgeon determined that this was not a problem with the implant or instrument; rather, the bone was too hard, and when the device was angled anteriorly, it was guided through the initial guide wire hole, causing it to disengage from the nail.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.